Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma: unable to observe as it is not related to the device. ¿ as per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare reported via operative report no rupture was found and 300 cc of seroma was removed. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side rupture. Healthcare reported via operative report no rupture was found and 300 cc of seroma was removed. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12aug2024.

Event description:
Healthcare professional reported right side rupture. Healthcare reported via operative report no rupture was found and 300 cc of seroma was removed. Device has been explanted.